Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned 080-403 lot 04527. A piece of debris could be seen inside of the sterile packaging. The piece was measured per inspection criteria and is not acceptable. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported event is the operator not following the provided work instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device product code: lry. Foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the incoming inspection at the warehouse, a team member found debris in the sterile package. There was no patient involvement.